Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced 2 issues concurrently: difficulty loading/unloading the cot in the ambulance and a pinch point/crush point. There was 1 event with patient involvement; the patient experienced pain.

Manufacturer narrative:
The final investigation was completed and the reported issue was confirmed via communication/interviews.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced 2 issues concurrently: difficulty loading/unloading the cot in the ambulance and a pinch point/crush point. There was 1 event with patient involvement; the patient experienced pain.

Manufacturer narrative:
Upon further communication/interviews with the user facility, it was determined that the issues were not due to any device malfunction or defect. Codes have been updated to reflect this.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced 2 issues concurrently: difficulty loading/unloading the cot in the ambulance and a pinch point/crush point. There was 1 event with patient involvement; the patient experienced pain.